Event description:
During a tavr (transcatheter aortic valve replacement) procedure, following deployment of the aortic valve, the deployment balloon ruptured. The balloon was unable to be removed from the groin. Sheath exchange was attempted but was unsuccessful. A femstop was applied the right groin site to stabilize bleeding, a blood transfusion was initiated by anesthesia. The patient was stabilized and transferred to the or (operating room) for an emergent cut down of the right femoral artery with the vascular surgeon. The surgery was performed without incident and the patient was transferred to the cvicu (cardiovascular intensive care unit). Manufacturer response for tavr delivery system, edwards commander delivery system (per site reporter). The edwards rep was present in the ccl (cardiac catheterization lab) at the time of the incident.